Manufacturer narrative:
B5 describe event or problem, corrected data: initial report inadvertently did not note that the patient underwent a lead revision. D6b if implanted, give date (mo/day/yr), corrected data: initial report inadvertently did not list the explant date f10 adverse event problem, corrected data: initial report inadvertently did not code 'f1905'.

Event description:
Additional information received noting that the patient has not experienced any trauma and they had x-rays done and they were normal. The patient underwent a lead revision. The surgeon tried reinserting the lead pin with no resolution and as the lead was dissected during the removal they weren't able check for any visual damage and the device is not able to be returned.

Event description:
The patient has been scheduled to undergo a full revision due to being seen with high lead impedance. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.